Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal, pelvic, back pain and bleeding from 4-45 days (regarded as genital bleeding). Essure was removed one and a half years after its insertion. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal, back, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering events nature and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. This case was considered an incident, since a device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She experienced severe abdominal, pelvic and pack pain (interpreted as back pain), bleeding from 4-45 days. Essure removal set to (B)(6) 2015. Follow-up received on 02-feb-2016. New reporters were added. Essure was inserted for contraception. Essure coil (right or left not provided) was removed laparoscopically on (B)(6) 2016. Reporter was unsure if both coils removed. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal, pelvic, back pain and bleeding from 4-45 days (regarded as genital bleeding). Essure was removed one and a half years after its insertion. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal, back, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering events nature and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. This case was considered an incident, since a device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small segment measuring 2 cm was removed due to the extensive dissection of essure'), pelvic pain ('pelvic pain'), abdominal pain ('severe abdominal pain'), back pain ('back pain') and genital haemorrhage ('bleeding from 4-45 days') in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic excision a essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small segment measuring 2 cm was removed due to the extensive dissection of essure'), pelvic pain ('pelvic pain'), abdominal pain ('severe abdominal pain'), back pain ('back pain') and genital haemorrhage ('bleeding from 4-45 days') in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic excision a essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2021: medical record received. Event added: a small segment measuring 2 cm was removed due to the extensive dissection of essure. Reporter's information and action taken with drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.